Event description:
It was reported by the contact that the customer rec'd multiple altitude alarms during basal delivery. The customer's blood glucose level was not impacted. The contact removed and reinstalled the cartridge. There was a temporary delay in the clearing of the alarm.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A supplemental report will be submitted if the device is rec'd.